Manufacturer narrative:
The actual device was not returned for evaluation. Therefore an engineering analysis of the subject device can not be performed. The lot number for the device is unknown and therefore a review of the device history record can not be performed. The event is not confirmed due to no product returned. The analysis is complete as of today (B)(4) 2011.

Event description:
Adverse event information from pms (post marketing surveillance) patient : (B)(6), male (B)(6) 2011 (operation date): cas operation was performed to l-ica using relevant device for distal protection. Asymptomatic cerebral infarction(confirmed on MRI) and hyperperfusion syndrome was observed after the operation. (B)(6) 2011: 30 days follow-up was performed. Physician assessed these 2 events were not adverse event. Note:physician denied the relationship between the relevant device and 2 events.

Manufacturer narrative:
The actual device will not be returned for evaluation. Therefore an engineering analysis of the subject device can not be performed. The lot number for the device is unknown and therefore a review of the device history record can not be performed. If in the future the actual sample or additional information is provided a follow-up medwatch will be submitted. Device not returned for evaluation. (B)(4) - the event has not been confirmed due to no product returned. The analysis is complete as of today (B)(4), 2011.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.